Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs patient controller displayed the elective replacement indicator (eri). Reportedly, the eri indication on the patient controller was confirmed when the patient presented to the hospital for the ipg replacement procedure. The patient's scs ipg was replaced with a new ipg. There were reportedly no adverse consequences to the patient prior, during and post procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.